Manufacturer narrative:
(B)(4) - issues associated with the combustion of device components, resulting in any of the following: light, flame, smoke. Eval: at the time of this report ups has not been available for investigation. Info regarding the results and conclusion of the part eval will be provided in a supplemental MDR. Feedback from powervar (ups supplier): by its very nature, the upm will provide high voltages and high currents necessary to provide the uninterrupted power to the system. It is likely that, due to these high power levels within the units, that any component failure would result in the destruction of that component, which may result in heat and/or smoke being momentarily generated. However, the unit is designed so that there is no risk of fire, with the fault being contained within the enclosure, safety mechanisms to disconnect the battery power, and materials that are self extinguishing. Field service specialist carried out inspection and laser is running within specification.

Event description:
Intralase laser fs2 is used with an uninterruptible power supply (powervar - (B)(4), ups, medical (B)(4)). On (B)(4)-2011, during service to perform a battery replacement of the ups, field service specialist reported that ups started fine but when testing battery time, smell of smoke appeared. After a few seconds more, a puff of smoke appeared from back of ups and lid was hot.